Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.

Event description:
This report is to advise of an event observed during analysis.